Event description:
It was reported that the pump had a motor rate error and it was unable to be fixed. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. One device was returned for analysis. Review of the event history log (ehl) showed motor rate error, motor not running. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a main circuit board. As a result, main circuit board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.